Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues connecting/charging to their implant and adjusting stimulation because over the years patient gained weight and extra flesh on their implant area; the issue began months ago or probably a year ago. Patient would have to lay on the recharger antenna for multiple hours or sessions and the area would get sore and really hot. Patient already made a plan with their hcp to replace the implant. Patient had trouble placing the programmer on their implant area because they didn't have a programmer antenna. Patient met with their representative yesterday to restart the implant since the patient let the implant go completely 'dead'. Agent also redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1: reportable event type has changed from serious injury to malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there is no current date set, the replacement is desired. Life wont allow the patient for recover period. Patient believes the manufacturer representative (rep) stated the ins was overdischarged. They are still having the same problems. The "extension" cord is helping the patient see the remote while in contact with the internal unit. Life circumstances do not allow for surgery recovery.